Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 130 mg/dl. The customer stated that he had fallen asleep on the device in a hot environment, was sweaty, and awoke to the alarm. He noted that he had the insulin pump in his waist band. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The escape and down arrow buttons did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.